Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal and 14-6/5.8/75 xxl vascular balloon catheters were selected for dilatation. However, both device ruptured within rated burst pressure. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.